Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: question recent placement of a right total hip arthroplasty with incomplete visualization of the femoral stem. Visually, the acetabular inclination angle is within normal limits although cannot be measured as the pelvis is not completely imaged on the study. No further evaluation could be performed with the provided radiograph image. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 01.06010.004 ¿ avenir muller stem ¿ 2924231, 010000702 ¿ g7 bonemaster shell ¿ 6826595, 110024462 ¿ g7 dual mobility liner ¿ 781360, ep-200146 ¿ active articulation bearing ¿ 789530. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was no returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 5 days post implantation due to the implant appearing too long and feeling of being uncomfortable attempts have been made and additional information on the reported event is unavailable at this time.